Event description:
During an endoscopy procedure for stone extraction, a cook fusion lithotripsy extraction basket was used. The physician was using the basket to extract stones and at one point the physician pulled hard when extracting the [basket] device from the endoscope. When the [basket] device exited the endoscope, the orange sheath [this is the basket's wire guide lumen located near the pt end of the device] was not attached to the [basket] device. It was confirmed the orange sheath became stuck in the endoscope and stripped off inside the endoscope. It was also confirmed that none of the orange sheath came off inside the pt or ended up inside the pt. All of the orange sheath remained inside the endoscope and was able to be removed from the endoscope. The physician used another of the same device to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the device confirmed the report. The orange sheath at the distal end of the device was separated from the coilspring. The orange sheath was damaged and exhibited a kink in the middle. There were no splits in the detached orange lumen. There was no other defects or anomalies observed. See attached photos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determined a cause. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.